Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient was in a lot of pain and every day it's getting worse. Beginning 3 weeks post implant, sutures started coming out, the p.a. Trimmed them and they kept coming out and now they have pain every time they breathe over the battery site. They report that they are irritable and it's causing back muscle spasms because of the pain on the whole left side and now they are getting sciatica on that side. The caller believes that the device is moving around in the pocket and there is something "rope like" in the pocket under the battery that first appeared to be fluid a week ago, but now it is a hard rope and that is where the pain is. The caller reported that they had sciatica previously on the right side causing them not be able to move the leg, which resolved when that device was explanted. They also report pain over the sacrum where the other incision is. The caller reports speaking to someone on call over the holiday and they thought it might be the lead causing issues and then they saw the pa for their healthcare provider (hcp). The pa checked the lead and it appeared to be ok. Caller is in worse pain now than when it was implanted and reports that it is messing with their heart and they're nauseated and having chest pain because of the pain and cannot take pain meds. They also do not want to take ibuprofen with the hope that they can have surgery soon and patients need to be off ibuprofen before surgery. Caller is looking for another physician, the one they have an upcoming appointment on monday with does not have surgical openings until (B)(6) and they cannot handle the pain until then, reporting that if they had a knife they would take it out themselves right now. The caller is worried that they will have another heart attack from the pain. They also report being on the toilet for 22-24 hours the day after thanksgiving, the following tuesday they saw the pa who tried another program and increase the stim, but then the patient had to turn it back off because it was shocking them. The caller also reported a previous device was shocking them and they had problems turning it off. The patient reports they cannot sit or stand from the pain and cannot even put the communicator on it because of the pain. Caller is questioning whether they are allergic or something to the sutures that were used since this has happened multiple times. The circumstances that led to the reported issue were unknown. The patient was redirected to their hcp to further address the issue. The patient's relevant medical history included problems with device implanted (B)(6) 2021 and it was replaced in (B)(6) and after that surgery in april the patient reports that they had a heart attack from a blood clot from that surgery and then had to have a double heart ablation and since (B)(6) 2021 with the newer model implanted, they have never regained their bladder function to the place that it was before with the original implant that worked very well. The caller reports they had the heart attack because it was too much travel/sitting to and from hospitals. The patient also reports some incidents with the hospital, in one instance, the hcp pushed vancomycin instead of using an IV drip and almost cause them to seize and code. Another time, their IV was bleeding everywhere and they were more concerned about the sheets than they were with the patient. And also that they have mold in the or in the air conditioning duct, but don't replace it due to the cost.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.